Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional was returned missing both ball plungers.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: zimmer persona tibial articular surface provisional shim catalog #: 42-5279-007-01 lot #: 62756006, zimmer persona tibial articular surface provisional shim catalog #: 42-5279-007-02 lot #: 62817470, zimmer persona tibial articular surface provisional shim catalog #: 42-5279-007-03 lot #: 62736061. See reports 0001822565-2016-03861, 0001822565-2016-03965, and 0001822565-2016-03966 for the other tasp shims involved with this event. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the two returned tibial articular surface provisional (tasp) shims show each unit has both ball bearings and springs disassembled and missing. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no new trends were identified. These devices are confirmed to have been a part of a previous CAPA investigation. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. The root cause of the event is attributed to the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the tibial articular surface provisional was returned missing both ball plungers. Attempts have been made and additional information on the reported event is unavailable.